Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an irregular stromal surface during a laser assisted flap creation procedure. The corneal flap was preformed. After lifting the flap, it was noted to be irregular. At one day post-operative visit, the patient was reported to be doing fine. Cornea was clear without scars. Patient's eyesight was reported to be very good.

Manufacturer narrative:
A company representative visited the site and evaluated the system due to the reported event. No system issue was found that could contributed or caused the reported event. System was tested and found to meet specifications. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4)